Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were loose ¿plastic shavings¿ floating in a 2000 ml eva bag. This was noted after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and loose particulate matter was observed in the fluid pathway. There reported condition was verified through visual inspection. The numerous small transparent particles and fibers from lot 1209732 were consistent with an eva material. Stereoscope image and markings to additive port lumen surface is suggestive that the particulate may be from scraping damage. If properly used, the needle should not come into contact with the housing or tubing of the additive port, only the septum. Therefore, this particulate is due to user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.